Event description:
A distributor complaint report was received from dinno santé in france, indicating that a customer experienced a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level as the blood glucose value was not provided. Since the warranty had expired on march 31, 2025, the pump will not be returned by the customer, and no further details or corrective actions were reported.